Event description:
Customer reported issue with tandem mobi pump battery not charging. There was no adverse impact to the customer¿s blood glucose level. Customer attempted troubleshooting steps, including using a working outlet and ensuring all components were properly aligned, but the charging issue persisted. Technical support arranged for a replacement wall adapter, charging cable, and charging pad to be sent via two-day shipping, and advised the customer to rely on manual insulin delivery if the pump battery depletes before the replacements arrive.